Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for this event. The patient was treated with continuously injections of amikacin (1gm, once daily) and cefepime (1gm, once daily). The cause of the peritonitis was unknown. It was not known at the time of the report if the patient recovered from this event. Pd therapy was ongoing. No additional information is available.